Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to possible undersensing and oversensing noted on the stored electrograms. It was noted that there were high rate non-sustained episodes and sensing integrity counter (sic). In addition, rv lead threshold was high, however noted as historically high. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.